Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during a procedure to insert a coil to control a bleeding gastric varix on (B)(6) 2025. During procedure, the expect slimline needle was inserted in the varix, the area was very mobile due to respirations and hiccupping. The stylet was removed from the needle, a coil was placed in the needle and the stylet was attempted to be advanced to push the coil into the varix and stop the bleeding. The coil would only advance to about the half way point and became stuck the scope was attempted to be repositioned but was unsuccessful. A gastroscope was put up to glue the varix under endoscopic view, but the varix started bleeding and the patient became unstable. A code 66 was called and resuscitation was initiated, the patient was intubated after the scope was removed. The patient was admitted to ICU where the varix was injected with glue to stop the bleeding. Another expect slimline needle was opened outside the patient and a coil was attempted be advanced through the needle and it also became stuck. According to the indication for use set by the manufacturer, the device is intended to be used for the delivery of injectable materials (fluids) or fiducials. However, in this case the physician attempted to use coils. Additional information was received on february 03, 2026. The needle was in place when the patient complications occurred.

Manufacturer narrative:
Block h2: additional information block b5 was updated based on the additional information received on february 03, 2026. Block h6: imdrf impact code f2306 captures the reportable event of resuscitation. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f21 captures the reportable event of unexpected deterioration. Imdrf patient code e0506 captures the reportable event of hemorrhage.

Manufacturer narrative:
Block h6: imdrf impact code f2306 captures the reportable event of resuscitation. Imdrf impact code f0801 captures the reportable event of intensive care. Imdrf impact code f21 captures the reportable event of unexpected deterioration. Imdrf patient code e0506 captures the reportable event of hemorrhage.

Event description:
It was reported to boston scientific corporation that an expect slimline needle was used during a procedure to insert a coil to control a bleeding gastric varix on (B)(6) 2025. During procedure, the expect slimline needle was inserted in the varix, the area was very mobile due to respirations and hiccupping. The stylet was removed from the needle; a coil was placed in the needle and the stylet was attempted to be advanced to push the coil into the varix and stop the bleeding. The coil would only advance to about the halfway point and became stuck the scope was attempted to be repositioned but was unsuccessful. A gastroscope was put up to glue the varix under endoscopic view, but the varix started bleeding and the patient became unstable. A code 66 was called and resuscitation was initiated; the patient was intubated after the scope was removed. The patient was admitted to ICU where the varix was injected with glue to stop the bleeding. Another expect slimline needle was opened outside the patient and a coil was attempted be advanced through the needle and it also became stuck. According to the indication for use set by the manufacturer, the device is intended to be used for the delivery of injectable materials (fluids) or fiducials. However, in this case the physician attempted to use coils.